Manufacturer narrative:
Manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard meridian filter was deployed above the level of the renal veins at the level of the distal intrahepatic inferior vena cava, for a patient with extensive deep venous thrombosis. On the same day, the patient underwent mechanical thrombectomy. Approximately four days of post deployment, a bilateral lower extremity venogram demonstrated that the inferior vena cava filter was in fact laterally displaced with possible strut protrusions through the inferior vena cava wall. On the same day, the physician attempted to use the sheath in the right internal jugular vein to remove and reposition the filter and the physician was not able to snare the filter at that time, which in turn resulted in filter tilt. As a result, the cone had been stuck against the posterior wall of the vena cava, the cone and some of the struts were outside of the vein. In spite of repeated manipulations, the inferior vena cava filter was not retrieved. The sheath was removed and a dressing was applied. One month later, the patient was status post unsuccessful attempt to retrieve the filter at an outside hospital and probably caused it to be displaced as seen on the imaging from outside facility. Around two days later, a computed tomography (CT) venogram demonstrated that the inferior vena cava filter was above the renal artery below the liver. There did not appear to be any clot in the filter. The lower struts extended to the level of the left renal vein. Around six months and six days later, an attempt was made to retrieve the malpositioned inferior vena cava filter via open surgery. A percutaneous attempt to remove the filter was unsuccessful. Under excellent general anesthesia, a 15-cm long right subcostal incision was made, the abdominal muscles were divided, and the abdomen entered. The suprarenal inferior vena cava was exposed, where the filter was located. The tip of the filter was in a posterior lumbar branch. The physicians were able to palpate the select cook filter and felt the curved longer struts of the filter went easily through the vein wall. In several areas, the struts of the filter penetrated the wall. The physicians elected to use a wire cutter to cut off the distal hooks of the filter, and during this process, they were able to move the filter more distally in the inferior vena cava and removed it from the side branch and peeled it upwards. This gave them an opportunity to put a pursestring suture on the inferior vena cava and ultimately pulled the inferior vena cava filter out through a tiny little stab wound without any bleeding. The physicians were able to completely remove the filter and just tied the 4-0 pursestring nylon suture and controlled bleeding from the inferior vena cava. Careful hemostasis was performed. The abdominal wall was closed in layers with running no. 1 vicryl for the deeper layer and interrupted 0 ethibond for the anterior layer. The post-operative diagnosis demonstrated tilted and dislodged inferior vena cava filter. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc), filter tilt, unintended filter movement and retrieval difficulties. However, the investigation is inconclusive for filter limb detachment. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to perforation of inferior vena cava (ivc), filter tilt and unintended filter movement. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, strut perforated and detached. The device was removed via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The detached strut was removed via an open abdominal and chest procedure after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.